Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since surgery, the patient received "system problem" messages and the ipg has been unable to communicate with their external device due to it being inoperable. Troubleshooting attempts have been unable to provide resolution.

Event description:
Follow up information identified the patient underwent surgical intervnetion on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postperatively.